Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's sensor failed, and upon removal, the patient noticed that the sensor wire was missing. There was visible blood at the insertion site, along with a localized area of redness approximately the size of half a penny surrounding the site. Due to concern that the sensor wire might still be retained under the skin, the patient immediately went to the emergency department (ed) for evaluation. An ultrasound examination was performed to assess whether the wire remained inside the body; however, the physician was unable to visualize the wire on the ultrasound. The patient was prescribed an oral antibiotic cephalexin 500 mg, 4x daily for 7 days as a precautionary measure. No other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.